Manufacturer narrative:
The biomedical engineer troubleshot this reported fault. The flow sensor was replaced with a known working flow sensor, and the unit was returned to service.patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.